Event description:
The hcp reports the patient has not experienced efficacy since the pump implant. The patient is still having low back pain with radiation down to legs. At the refill, the expected reservoir volume was 7.5ml and the actual was 20ml. A follow up report will be sent when additional information is received.